Event description:
Plaintiff alleges that she was diagnosed with a latex allergy or sensitivity from her exposure to latex in the form of latex gloves. She alleges sustaining past and future pain, suffering and disability, past and future med expenses, lost wages, loss of earning capacity as well as other damages. Plaintiff's health svs alleges that they have paid med expenses for the injuries related to the plantiff's latex allergy.